Event description:
It was reported that there was a short episode of noise/oversensing that terminated on the right ventricular lead. The sensing integrity count had incremented since the device changeout approximately a month earlier. The lead remains in use with continued monitoring. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.